Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings. The dimensions of the balloon grooves were no irregularity. There was no abnormality on the exterior of the subject device. The reported phenomenon was not duplicated with attaching the balloon which lot number was same as the balloon used at the facility, also another lot number. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc surmised that the reported phenomenon was attributed to the not certainly attaching the balloon to the subject device by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during the procedure the physician found the balloon had been missing from the subject device. The physician attached the new balloon to the subject device and continued the procedure with searching the missing balloon. After completed the procedure the physician found the missing balloon on the bed. There was no report of patient injury associated with this event.